Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred immediately at starting the hemodialysis (hd) treatment.the nurse explained that the leak was visually seen as blood was dripping from the side of the dialyzer on the floor from the top seal of the dialyzer. The blood leak was described as being an external blood leak. A fresenius 2008k machine was being.fresenius bloodlines were being used. Blood leak test strips were not used. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event other than the minimal blood loss indicated. The patient finished treatment on a the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred immediately at starting the hemodialysis (hd) treatment.the nurse explained that the leak was visually seen as blood was dripping from the side of the dialyzer on the floor from the top seal of the dialyzer. The blood leak was described as being an external blood leak. A fresenius 2008k machine was being.fresenius bloodlines were being used. Blood leak test strips were not used. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event other than the minimal blood loss indicated. The patient finished treatment on a the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.a review of the production record was performed. The production record review showed there were multiple approved temporary deviation notice (dn)s in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria..continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.